Event description:
Customer complaints blood leak during treatment. Blood flow rate, 190 ml/min, tmp, 75mhg. The blood loss was about 5ml. No pt harm, no medical intervention was necessary.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed.